Event description:
On (B)(6) 2022, the patient underwent a medical procedure using an indigo aspiration system. On (B)(6) 2022, the patient's baseline hemoglobin decreased, and the patient received a transfusion to keep hemoglobin greater than 7. The same day, the hemoglobin at baseline dropped further to 2.15. Anemia and worsening anemia were reported to be adverse events with a possible relationship to the indigo aspiration system and a possible relationship to the index procedure and is unresolved. On (B)(6) 2022, the site reported patient expired on (B)(6) 2022. Massive recurrent pulmonary embolus was reported as the cause of death and was not related to the indigo aspiration system. On (B)(6) 2022, the investigator reassessed the anemia and worsening anemia relationship to indigo device from possibly related to unrelated. On (B)(6) 2023, the independent medical reviewer (imr) re-adjudicated the recurrent pulmonary embolus from unrelated to probably related to the index procedure and the indigo aspiration system. On (B)(6) 2023, an update was received indicating right ventricular (rv) failure and cardiovascular collapse after recurrent pulmonary embolus. The imr adjudicated the rv failure and cardiovascular collapse to be possibly related to the indigo aspiration system. Recurrent clinical pulmonary embolism (pe) was noted post embolectomy with hypotension and deterioration. Distal embolization of more proximal thrombus was suspected and the thrombectomy did not clear enough thrombus. It was reported that there was concern for bleeding that could have also contributed to the instability. Patient deteriorated with shock and expired.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported events. Emboli and death, are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were updated: 1. Section h. Box 6. Evaluation codes. Patient code 1. 2. Section h. Box 10./11. Additional narrative and/or corrected data. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported events. Cardio-respiratory arrest and death, are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.